Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously normal fast thyroid stimulating hormone (tsh) results generated by the unicel dxi 600 access immunoassay system. Customer tested a patient sample for tsh and obtained results in the range of 0.09-1.12uiu/ml. Another sample obtained from this patient gave results in the range of 0.12 -2.25uiu/ml. This sample was then tested by customer product line support (cpls) upon which the results were in the range 0.08-0.46uiu/ml. Both the samples were then re-centrifuged upon which the first sample gave multiple results of 0.02uiu/ml and the second sample gave results in the range 0.03-0.06uiu/ml. The erroneous results were reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to this event. A field service engineer (fse) was on-site in early 2009. Fse performed hardware verification testing which met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.